Manufacturer narrative:
Initially it was reported that a hemostatic valve separation issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 11/3/2020 that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub. In addition, there was a kink approximately 15 cm from the distal tip. The hemostatic valve issue remains assessed as MDR reportable. The kink was assessed as not MDR reportable. If the device is slightly bent; however, the integrity of the device was not compromised and no internal components were exposed, then the potential risk to the patient was remote. The device evaluation was completed on 11/6/2020. It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, when the physician removed the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve started leaking blood back. There was no known damage to the hemostatic valve, and it was not detached from the sheath. The sheath was being used on the patient, but no air entered the patient. Only a small amount of blood was returned through the valve (approximate volume lost is about 5-10ml), hemodynamics was not compromised, and no medical intervention was required to stop the bleeding. The sheath was replaced to a new vizigo sheath, and the procedure was continued. The device was visually inspected and the hemostatic valve was found dislodged into the hub and a kink was observed on the shaft. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and unable to advance the dilator since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the shaft kinked cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. During the procedure, when the physician removed the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the hemostatic valve started leaking blood back. There was no known damage to the hemostatic valve, and it was not detached from the sheath. The sheath was being used on the patient, but no air entered the patient. Only a small amount of blood was returned through the valve (approximate volume lost is about 5-10ml), hemodynamics was not compromised, and no medical intervention was required to stop the bleeding. The sheath was replaced to a new vizigo sheath, and the procedure was continued. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event will not be coded as a patient event but as a MDR reportable hemostatic valve separation product malfunction.